Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained elevated blood glucose after changing the ilet infusion set, during which the user selected that priming drops were observed despite not seeing drops, did not fill the tubing, and did not perform a cannula fill before applying the set; the issue occurred with a contact detach infusion set, and troubleshooting and education were completed to correctly connect long and short tubing, prime until drops were seen, apply the set, and fill the cannula, after which insulin delivery was resumed without device alerts or alarms. Symptoms included hyperglycemia with a peak of 260 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or lasting impact. Investigation included a technical troubleshooting review and user education to verify correct infusion set connection, tubing fill, and cannula fill steps. Investigation of this case revealed user setup error that resulted in no insulin delivery through the infusion set until the steps were corrected. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect supply change steps.